Event description:
Plaintiff alleges the diagnosis of a type I latex allergy and as a direct and proximate result of this, has suffered and will continue to suffer considerable mental and emotional anguish, limitation and restriction of her usual activities, pursuits and pleasures. In addition, plaintiff alleges suffering substantial loss of earnings and earning capacity.